Manufacturer narrative:
Unknown taper. The reporter of the event was asked to return the product for analysis, and to indicate product serial number. To date, neither the device nor any further device information has been received by apollo. Without the device or device serial number, the taper type is unknown. If returned, visual examination may determine the connector type associated with this event. Device labeling addresses the reported event as follows: adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "dysphagia (chronic)." The patient requested the device to be removed.

Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to apollo, and a visual inspection was performed. Needle marks were observed on the port septum. The band tubing was noted to be separated past the port ss connector. The band ring and shell were separated near the buckle end of the band. The band buckle was noted to be missing from the device. White particles were observed on the inner surface of the band shell near where the band shell was separated. An air leak test was performed, and leakage was noted where the band was separated in half. A fill inspection test was performed, and no blockage was noted when di water was passed through the port septum, or through the port tubing. Under microscopic analysis, both ends of the separated band tubing were noted to have striated edges, consistent with a surgical end cut to remove the device. Also under microscopic analysis, the end of the band ring and shell where the band had been separated in half was observed to have striated edges, consistent with damage from a surgical tool.